Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that the patient did undergo pump exchange on (B)(6) 2017. As of the date of this report, the pump exchange was planned for (B)(6) 2017. The site further reported that no additional information will be available. Updated conclusion: the pump was not returned to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Possible clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to the patient's past medical history and related comorbidities, medical treatment and progression of the patient's underlying disease. There are possible patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. The pump was not returned to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Possible clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to the patient's past medical history and related comorbidities, medical treatment and progression of the patient's underlying disease. There are possible patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Hvad pump was disposed.

Event description:
A report was received that a patient developed a pump infection. Details regarding the patient's initial presentation, the results of any diagnostic testing and the results of any initial treatments were not reported. She was treated with a pump exchange on (B)(6) 2017. The site reported that the patient's pump and equipment will be disposed of by the site. No further information has been provided.